Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was/is deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified an opening, a crease fold, and wear abrasion. A leak test was performed and found an opening on the anterior side. A microscopic analysis was performed which identified a smooth crease opening on the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed a fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.